Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Customer resolved issue by going to load function, filling tubing until 10 units, and then resuming insulin.